Manufacturer narrative:
(B)(4). When the service engineer evaluated the device, there was no power down alarm, no sound. The control printed circuit board was replaced. And the device passed all testing.

Event description:
During service, the ventilator had no audible power down alarm. There was no patient involvement.